Event description:
Philips received a complaint regarding a v60 ventilator indicating that the touchscreen was not functioning properly and would not register touch input during operation. It was reported that there was no patient involvement at the time the issue was discovered, and no patient or user harm was reported. The customer evaluated the device with assistance from the remote service engineer (rse), who confirmed the reported issue. The customer attempted touchscreen calibration; however, the device failed to register touch input and calibration could not be completed. Based on initial troubleshooting, replacement of the touchscreen assembly was recommended, and the customer was provided with the touchscreen and pricing information. The most likely cause of the issue is a touchscreen hardware failure, as indicated by the inability of the system to detect touch input and the failure to restore functionality through calibration or standard troubleshooting. No evidence of use error or environmental factors contributing to the issue was identified based on the available information, and the device was reported to be used under normal monitoring conditions. At this time, no additional diagnostic limitations have been identified that would prevent conclusion of a hardware-related failure based on the service findings. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.